Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the facility retained the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to high impedance measurements. Additionally, it was noted that there were high capture thresholds. This ra lead was explanted, and it broke during extraction. No additional adverse patient effects were reported.